Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturing reference number: 2017865-2021-31997, related manufacturing reference number: 2017865-2021-31998 . It was reported that the patient presented to the hospital with a suspected infection. An echocardiogram showed vegetation on both, right atrial and right ventricular leads. The physician decided to explant the pulse generator, and both leads due to the patient¿s elevated white blood cell count (wbc). The patient was stable before, during, and after the procedure.